Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a high blood glucose of 400mg/dl versus a sensor glucose value of 65mg/dl. Insulin delivery was not suspended. Customer also reported having an allergic reaction with sensor causing changed sensor alert. There was blood at insertion site. There was no hemorrhage. There was no mention of pain. Customer could not test the transmitter. Customer declined troubleshooting for the high. It was unknown if pump was used within 48 hours of the high. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis. The pain harm code was deleted from h6 since it was not mentioned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, sensor glucose vs. Blood glucose, change sensor/bad sensor. The customer reported blood glucose value of 400 mg/dl. The customer reported hemorrhage/bleeding, hyperglycemia, hypersensitivity/allergic reaction, pain which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l, mmt-7040a. Customer reported high bgs. Customer does not feel ok to troubleshoot. Customer received a change sensor alert. Explained possible causes. Cust is unable to run a transmitter test and/or test passed. Customer advised to try another sensor. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-7040a.